Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test due to blank display. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to rain. Customer reported that as a result, insulin pump had a constant tone. Customer's blood glucose was 360 mg/dl. Customer was advised that insulin pump would need to be replaced.